Event description:
The customer reported that the insulin pump had a frozen display. The customer stated that her device alarmed and the screen was not changing. Troubleshooting was performed. The customer replaced the battery and the insulin pump still had a frozen display. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.